Event description:
It was reported that a patient presented remotely via merlin.net. The right ventricle (rv) lead exhibited noise, low pacing impedance and intermittent loss of capture. No intervention or procedure was reported. The patient had no consequences.